Event description:
Uf rpt#(B)(4) received from hospital states that a post-op xray revealed that a broken tooth from a liner extractor had been left in a patient, requiring surgical intervention.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-18973. This report, 1818910-2012-83095, will be rejected. 1818910-2012-18973 will be kept for investigation purposes.